Manufacturer narrative:
Pump was primed and ran using water to simulate conditions of incident with user. Rate and dosage were 60 ml/hr and 180 ml. Pump correctly delivered fluid. Volumetric accuracy test performed and passed within specification (+/-5%). All alarms have been checked and worked properly. Complaint could not be duplicated.

Event description:
The mother says that the pump will not feed. The start button is pushed and nothing happens. There was no pt impact reported. Customer could not provide more info regarding to the event.